Manufacturer narrative:
Portions of this event were previously submitted via alternative summary report (exception number (B)(4)). This report is intended to be a follow up report to submit additional information that has been received. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the shorter exhaust tube near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the device was removed and replaced due to a fracture of the pump tubing.